Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100's cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Load status corrected from unknown to ¿the load was reprocessed.¿ (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra), visual analysis and concomitant product evaluation. ¿ the DHR review, trending analysis by lot number, and retains testing could not be performed since the lot number was not available. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the single cyclesure® 24 bi was not returned for visual inspection. ¿ the concomitant sterrad was not evaluated. However, a technical services representative helped the customer troubleshoot and resolve the issue over the phone. Additionally, the customer stated the subsequent bi was negative. There is insufficient information to determine an assignable cause. The customer did not respond to multiple attempts at obtaining additional information. The lot number was not provided. Therefore, DHR review, retains analysis and lot trending were unable to be performed. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.